Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x23mm xience sierra stent was implanted on 2/24/2020. The patient presented with st elevated myocardial infarction (stemi) before the procedure. On (B)(6)2020 and (B)(6) 2020, the patient was re-admitted with a stemi and non-stemi. Unspecified treatment was performed. The final patient outcome is unknown. No additional information was provided.